Manufacturer narrative:
Additional narrative: this report is for an unk - rods: expedium/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Reporter is a j&j employee. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a spinal fusion for the spine on (B)(6) 2019. The surgeon underwent the second surgery on (B)(6) 2020. After the surgeries, rod breakage was confirmed. The rod on both sides were broken between l4 and l5. Therefore, the third surgery was performed. On the left side, the broken rod was replaced with a new titanium rod (product code: 179762480), and it was connected and reinforced using a top notch universal connector (product code: 179771555) and a rod connector (product code: 177492060). On the right side, the broken rod was left in place, and a new titanium rod (product code: 179762480) and a top notch universal connector (product code: 179771555) were used to connect and reinforce the rod. The third surgery was completed successfully without any surgical delay. The reason for the third revision surgery was due to breakage of the rod. The sales rep requested to investigate visual inspection, analyzation of sem images for the fractured surfaces, and manufacturing records. According to the surgeon, the rod breakage is not casually related to the product. The surgeon commented that the rod broke as it was meant to break. Patient status/ outcome?: stable. No further information is available. This report is for one (1) unk - rods: expedium this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: photo investigation: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device photo. Visual analysis of the photo revealed that there was no damage or defects with the unk - rods: expedium. There is not enough evidence in the photo to confirm the allegation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the unk - rods: expedium was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.